Event description:
It was reported that the patient¿s pump ¿flip flops¿ constantly. It was reported that the manufacture representative told the patient that the sutures had come undone and that they would need surgery right away to replace or fix it. It was noted that the patient¿s physician had told the patient that it was ¿no big deal and don¿t worry about it.¿ it was reported that the pump sticks out of the patient¿s stomach like an ¿alien baby, like it is ready to burst.¿ it was unknown what the pump system was infusing. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient¿s pump been flipping since late (B)(6) 2013. The health care provider (hcp) that did refills for the patient had trouble with refilling the pump and had to hold their hand on the pump, the whole time it was being refilled. The patient¿s last refill was (B)(6) 2014. The first 2 months post implant the pump worked wonderfully, but life had been ¿hell¿ ever since then. It was noted that the pump had been critically alarming every hour since (B)(6) 2014 when the patient¿s fiancé heard the alarm. The patient began hearing it a couple of months ago. The patient was prescribed oral pain medications that the patient was on when implanted so the patient did not go through withdrawal. Two days prior to report, the patient woke up and the area around the pump was swollen, warm to the touch and red. The symptoms came on suddenly. The pump was used to infuse baclofen and morphine.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).